Manufacturer narrative:
Additional information: e1(event site postal code -(B)(6)). It was being reported that during use the cs100 intra aortic balloon pump (iabp) had an issue regarding the "balloon ruptured" in which the blood had entered into the device, and the device had triggered the blood inflow alarm. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and it was being found there is no blood which was found to have entered in the instrument while checking the blood inflow position of the device. The performance check of the device found that the safety disk had air leakage, and the safety disk needed to be replaced. Then the fse replaced the safety disk assy chinese. Then the performance check of the device was being carried out according to factory requirements. All parameters of the device were within the factory specified requirements. The device is qualified and can be delivered to the customer for use. There was patient involvement but no harm reported.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had blood enter the device, and the device triggered a blood intrusion alarm. The device was replaced. There was no harm reported.